Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic due to fatigue. The device was interrogated and there was an increase in capture with a loss of capture, potentially due to fibrosis around the lead. The device was reprogrammed to resolve the event and the patient was stable.